Event description:
Abnormal noise from transformer. Transformer is making a humming noise when plugged in to the wall - using battery pack. Upon receipt of product, a breach in the transformer housing was observed. No injury was reported.

Manufacturer narrative:
A replacement power cord was sent to the customer. The customer called medela customer svc and stated the transformer is making a humming noise when plugged into wall. The power cord was replaced and requested the defective power cord be returned for evaluation. Upon evaluation, the technician found a breach in the housing. In the follow up with customer, she stated the housing was not breached when shipped to medela. She also stated there were no injuries. This type of failure is typically associated with dropping the unit onto hard surface or other type of sever impact. The original design testing involved dropping the unit a 1.0m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored. A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power su;;ly was plugged in and the voltage across the dc plug was measure at 12.81 vdc, which is normal and indicates the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 55.41 ohms, which is normal and indicates that the thermal fuse did not blow.